Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study indicating the cause of the silent aspiration was post-operatively, there was concern for silent aspiration due to the peg tube placement. Actions/interventions were taken to utilize the peg tube placed. The silent aspiration was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient post-operatively had silent aspiration. Intervention included a peg tube being placed and snf followed by inpatient hospitalization. It was also noted the patient had difficulty swallowing. The issue was not related to the device or therapy, however, it was related to the implant procedure. No further complications were reported as a result of this event.